Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer removed the battery and replaced it three to four hours later with a new energizer one, but the button error alarm persisted. The customer also stated that the buttons do not work. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.